Manufacturer narrative:
(B)(4). One used bravo ph capsule delivery devie was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications.

Event description:
Customer reported bravo capsule failed to detach from delivery device. Customer attempted to remove by breaking the handle. However, when that did not work the physician used a scope to then nudge the capsule off of the delivery device. No harm was caused to the patient. Physician completed the study with no issues.